Event description:
The hcp reported the patient was running a fever of 103-104 degrees. Three weeks later, the patient presented with a fever of 100.4 - 100.6 degrees and a rash on his trunk, legs, and palms of his hands. There had been no change in tone or spasticity, his blood pressure was 90/60 which was normal for this patient. The patient is currently on baclofen 500mcg/ml at 126mcg/day. He is supplemented with baclofen 20mcg every 8 hours via a feeding tube. Blood work was done that showed no infection. A follow up report will be sent when additional information is received.